Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer's doctor took him off the insulin pump until issues are resolved. The customer reported via phone call that the insulin pump had blank display. The customer was advised that we would assist troubleshoot the device and as wells as troubleshoot carelink to locate the missing data. The customer stated that he doesn't have time to troubleshoot and will call back to troubleshoot.